Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and tortuous right coronary artery (rca). The 3.0x15mm quantum maverick balloon and difficulty crossing but eventually crossed. It was reported, on the 1st inflation at 6 atms a balloon rupture occurred. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt condition listed as "good."

Manufacturer narrative:
This device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk, and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors.